Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/25/2014 with the following findings: during testing, the pump powered on to the ¿verify¿ screen with audio tones and vibrations functional. The pump was exercised for 24 hours on a 1 unit per hour basal rate. At the end of the duration exercise the battery was removed to simulate a battery change. When the battery was reinserted the 1.0 unit per hour basal rate was retained in the pump settings. The complaint that the pump was not maintaining programmed basal rates after battery changes was not able to be duplicated during investigation. No defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump was not maintaining the programmed basal rates with battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.